Manufacturer narrative:
Due to character restrictions in block e1 address (city) : shaanxi, weinan, linwei districta supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)unit had a battery performance failure.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was not dispatched to evaluate the unit. The fse stated that the customer was looking for a third party replacement battery, and chose not to repair the device. H3 other text : not returned to manufacturer

Event description:
N/a